Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(6). The output voltage of the returned battery, measured from the output pin, was 0 v. The battery was connected to a test system controller and power module/system monitor, and a backup battery fault alarm activated, reproducing the reported event. The battery did not accept charge from the controller. The outer casing of the battery was removed for evaluation of the internal components. No physical damage to the external or internal components of the battery was observed. The battery voltage was measured directly from the battery cells, revealing that the battery had approximately 11.9 v of charge. Circuit analysis performed on the printed circuit board (pcb) revealed that component u41 was damaged and did not output a proper signal. Further investigation as to why the component was not as intended could not be performed due to being inaccessible on the reverse side of the pcb. Provided information stated that the serial number of the controller used at the time of the event was (B)(6). The root cause of the reported event was determined to be a damaged circuit board component on the backup battery. Heartmate iii patient handbook section 5, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 2 ¿how your heart pump works¿ and heartmate iii instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the system controller backup battery. These sections also inform the user of how to maintain the backup system controller¿s readiness by fully charging the backup controller¿s backup battery and performing a self-test every six months. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate backup battery (serial# (B)(6) was manufactured in accordance with manufacturing and qa specifications. Backup battery, serial number (B)(6), was shipped to the customer on 07may2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that there was a backup battery fault. The system controller backup battery appeared to be non-functional despite multiple attempts to reseat it. The system controller backup battery was replaced and the issue was resolved.